Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4) when compared to a professional meter. The patient's daughter reported the result from the meter at 12:27 pm was >8.0 inr. A nurse who was onsite tested the patient immediately afterwards with her professional coaguchek xs meter (serial number (B)(4)) and strips (lot 121349-11, expiration date: 09/30/2017). The results were 3.7 inr and 3.5 inr. The result of >8.0 inr was thought to be too high and the results from the professional meter were believed. No treatment was based on the result from the patient's meter. Based on the professional meter results, the patient's warfarin dose was held on (B)(6) 2017 and the normal dose was resumed on (B)(6) 2017. The patient's current condition was good. The patient's therapeutic range was 2.5-3.0 inr. The patient was not anemic, had no antiphospholipid antibodies, and no heparin or direct thrombin inhibitors. The patient had no diet changes, no new illness or medications, and had no unusual bleeding or bruising. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.6 inr and 4.7 inr . Donor hct: 47% and 50%. Donor 1: master lot / customer strip and meter. 2.7 inr/ 2.4 inr. Donor 2: master lot / customer strip and meter. 4.6 inr/ 4.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 152885-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.